Manufacturer narrative:
The lot number was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000 port allegedly unable to obtain blood return. This information was received from one source. This malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.